Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure for a lesion in the right coronary artery (rca), a complete shaft fracture occurred. The physician was attempting to cross the lesion, however, significant resistance was encountered. Consequently, the physician could not cross the lesion. In addition, the physician noticed a kink in the catheter shaft and upon withdrawal of the delivery device, the catheter shaft fractured in two pieces. The physician was able to successfully remove both pieces from the pt's body. The procedure was successfully completed using an unknown size and type of device. No additional intervention was needed. No pt injuries or complications were reported. Pt status is reported to be "satisfactory/good."